Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -16.00/+1.0/140 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was not replaced with another icl lens. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned with moisture in a microcentrifuge vial. Visual observation found no visible damage to the lens. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).